Manufacturer narrative:
This was a car accident. There was not an issue with the device.

Event description:
Alleges was hit by a car while in device. Consumer's mother alleges she was making a left turn when she was struck by another vehicle allegedly causing her son's chair to tip over.